Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report

Event description:
When distal drilling was performed, the drill no longer passed through the drill sleeve. Since the drill was stuck in the drill sleeve, the drill was tapped out with a hammer. Bone chips came out along with the drill. The surgery was completed using another sleeve and drill tip. After the surgery, the drill was passed through the subject drill sleeve without any problem.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. The device inspection revealed the following: both sleeves can be assembled together as intended. The locking drill sleeve is in good condition. There is no visible damage, wear or deformation that could have contributed to the reported event. A fully functional sample drill was used to perform a functional test of the locking drill sleeve. It was successfully pushed and pulled through the locking drill sleeve (with and without the tissue protection sleeve) without any resistance. In addition, relevant dimensions were measured and confirming to specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was caused by the user continuing to drill despite bone chips being accumulated inside the sleeve, which ultimately induced the jam issue. In fact, it was reported that bone chips came out along with the drill after being pulled out from the sleeve. If more information is provided, the case will be reassessed.

Event description:
When distal drilling was performed, the drill no longer passed through the drill sleeve. Since the drill was stuck in the drill sleeve, the drill was tapped out with a hammer. Bone chips came out along with the drill. The surgery was completed using another sleeve and drill tip. After the surgery, the drill was passed through the subject drill sleeve without any problem.